Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The sample appeared to be clean. The catheter shaft was noted to be torn and pinched proximal to the distal tip. Material separation was noted. No functional testing due to the condition of the device. Based on the findings, the investigation is confirmed for the reported material separation and identified catheter torn issues as it was noted that the distal tip separation and catheter torn to the returned sample. However, the investigation is inconclusive for the reported leak issue as functional testing cannot be performed due to the conditions of the device. A definitive root cause for the reported leak and material separation and identified catheter tear issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a recanalization procedure of a calcified target lesion, leakage was allegedly found at the shaft part of the catheter. It was further reported that during the recanalization procedure, the distal tip of the catheter allegedly misaligned after 30 seconds activation. The device was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 07/2023.

Event description:
It was reported that during preparation of a recanalization procedure of a calcified target lesion, leakage was allegedly found at the shaft part of the catheter. It was further reported that during the recanalization procedure, the distal tip of the catheter allegedly misaligned after 30 seconds activation. The device was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.